Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. The customer's blood glucose levels at the time of incident was 400 mg/dl. Customer was treated with manual injection. It was unknown whether customer used auto mode at the time of event. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.